Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer's blood glucose (bg) level was impacted, however the exact value was not provided. The customer took a manual injection to stabilize bg level. The customer was instructed to upload pump data. Tandem technical support reviewed pump data. Multiple follow up attempts were made to complete troubleshooting with the customer that have been unsuccessful.